Event description:
Rptr received silicone implants in 1974 and replacements in 1976. Her daughter was born in 1978 and was nursed. She died in 1982 from a malignant brain tumor. Rptr has had health problems since 1982 also. In 1993 her implants were found to be deteriorated and one has ruptured. She believes her child's death was a result of her silicone implant being poisonous. The following health problems have since occurred: chest and shoulder pain, lack of strength in upper body, "whole body hurting" since 1980s, raynaud's syndrome for the past 4-5 years, breast tenderness or pain, fatigue, attention deficit disorder, memory disturbance, depression, anxiety, personality changes, mood swings, sleep disturbance, frequent unusual nightmares, changes in vision, numb or tingling feelings, severe muscular weakness, decreased libido, muscle and joint aches, night sweats, hair loss, heart palpitations or other rhythm disturbances, dry eyes and mouth, cold hands and feet, carpal tunnel syndrome, low back pain, easily getting out of breath, symptoms worsened by extremes in temperature. She was diagnosed with: autoimmune disease, positive rheumatoid factor, autoimmune polyneuropathy, immune dysregulation, igg fungal antibodies. Physician states her illness is due to the silicone in her implants, and perhaps even the death of her daughter.